Event description:
It was reported that during a laparoscopic high anterior resection (the procedure was not converted), the device did not function. The tissue compression scale backlight was illuminated. The device was used on the rectum. The anvil was placed as it is and another device was used to complete the case. There were no adverse consequences to the patient. The patient's condition is stable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for ""device did not function""? =>the device could not be fired. Where within the gap setting scale was the orange indicator prior to firing? =>unknown. No further information is available. What confirmation was received that the device was fully fired? =>the device was not fired. Did the device staple? =>no. Was the staple line complete? =>no. Were there any staples missing from the staple line? =>the device was not fired. What was the shape of the staples (b-formation, irregular, legs straight)? =>the device was not fired. Were the staples deployed into the tissue? =>the device was not fired. Were the staples seen in the surgical field? =>the device was not fired. Did the device cut? =>no. Was the cut line fully circumferential around the target tissue? =>the device was not fired. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? =>no further information is available. How was it confirmed that the anvil was free from the tissue prior to removing? =>no further information is available. After firing was the adjusting knob turned ? To ? Revolutions? =>the device was not fired. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? =>no further information is available. Who fired the device? =>the surgeon. Who removed the device? =>the surgeon. Was the safety reset prior to removal? =>no further information is available. What was the users experience with the device? =>no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2022. D4: batch # 269a96. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. This defect has been correlated to a manufacturing process. The device was sent for additional evaluation. The device was received with staples still in pockets although the green checkmark illuminated upon insertion of the battery. During analysis, the shrouds were removed and determined that the cam and the stop switch actuator were in the stop position. Hence it was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.